Event description:
It was reported that an asymptomatic patient received a patient notifier and presented to the clinic. Non-sustained lead noise was observed on stored egm. The patient notifier was programmed off. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.